Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5440030, 510k # k102555, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Intra-op, nut of the set screw backed out from the three ba screws placed on the caudal side.